Manufacturer narrative:
Calibration was last performed on 28-aug-2021 and was acceptable. Qc results were acceptable; there was no indication of a performance issue of the reagent. Multiple sample volume insufficient and clot alarms were observed on the date of the event around the time the samples were processed. The service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) replaced the reagent drive mechanism and the printed circuit board (pcb). Precision testing was performed with acceptable results. The customer performed qc with results within the expected range. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 11.9 ng/l. The repeat result was 7 ng/l. "Patient 3" initial result was 24.09 ng/l. The repeat result was 9.39 ng/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The troponin t stat reagent lot number was 490881. The expiration date was not provided.